Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. It was reported the mitraclip was used in the tricuspid valve. It should be noted that the mitraclip ge system instructions for use (IFU) states: the mitraclip g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation due to primary abnormality of the mitral apparatus [degenerative mr] in patients who have been determined to be at prohibitive risk for mitral valve surgery by a heart team, which includes a cardiac surgeon experienced in mitral valve surgery and a cardiologist experienced in mitral valve disease, and in whom existing comorbidities would not preclude the expected benefit from reduction of the mitral regurgitation. Based on the information reviewed, the reported incomplete coaptation (intraprocedure) appears to be due to the off-label use and procedural conditions. The reported unexpected medical intervention (additional mitraclip/triclip same procedure) was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip detaching from one leaflet requiring intervention. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (rr) with a grade of 4. Imaging was difficult however the clip delivery system (cds) was advanced and placed on the valve. Post deployment, the clip detached from the septal leaflet (single leaflet device attachment (slda)). A second clip was implanted to stabilize the slda clip, reducing tr to 3-4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.